Event description:
It was reported that the patient came to dr. (B)(6) office in (B)(6) on 2012 complaining of progressive groin pain. An x-ray revealed a loose acetabular shell. During surgery it was noted there was only fiberous ingrowth of the tritanium shell no boney growth.

Manufacturer narrative:
Review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review indicates there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that the patient came to dr (B)(6) office in (B)(6) 2012 complaining of progressive groin pain. An x-ray revealed a loose acetabular shell. During surgery it was noted there was only fibrous ingrowth of the tritanium shell no bony growth.